Manufacturer narrative:
(B)(4) UDI # unknown (B)(4). Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown, procedure: shoulder surgery, cathplace: unknown. The patient family member called the nurse hotline reporting the patient had symptoms of " tightening of chest." The patient family member also reported the patient's throat felt thick and raspy. The patient family member was instructed to clamp the pump and contact the anesthesiologist. Additional information received 03-mar-2016 stated the hotline nurse called the patient's physicians office. The office staff member stated she had not heard from the patient and the patient was not due for her 2-week post-operative appointment at that time. No additional information was provided in regards to the patient's status.